Manufacturer narrative:
(B)(4), additional manufacturer narrative: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error or patient factors during valve implant and not related to a product malfunction. In this case, the site indicated the patient has a congenital anomaly of heart and low-lying coronaries. The explanted device was not returned to edwards for analysis. At this time, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 25mm aortic bioprosthetic valve was explanted at implant due to coronary obstruction of the left main. Per obtained information, the valve was implanted with difficulty and care was taken to rotate the valve to allow the right coronary to sit as the patient had low-lying coronaries. Upon removal from bypass, the right ventricle was not working well and there was concern of perfusion insufficiencies. Therefore, a CABG was performed. The left ventricle was still not the strongest, and the decision was made to remove the valve and to replace it with another 25mm pericardial bioprosthesis. The newly implanted valve was well seated with good function and there were no further complications; the patient was later discharged on pod #7.